Event description:
The customer reported that the system would not perform fluoroscopy. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted and onsite investigation. The reported problem could not be duplicated. The cables, the camera, and all the connectors were checked. The system was tested and operates as intended.